Manufacturer narrative:
D.2- medical device type- fpa. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue- did not retract (button will not engage). Tha following was reported by the initial reporter. Customer problem: customer reports between 8-10 incidents reported were needles didn't retract. Steps taken with customer/troubleshooting: additional information about the incidents was requested. Did the specimen(s) need to be recollected?: no. Did exposure to blood/ bf occur?: no, however there is a risk for blood exposure. If exposure occurred was there any post exposure testing or medical intervention?: no. Ecri report for needle not retracting correctly. Lot#: 3061860.

Manufacturer narrative:
H.6 investigation summary: material #: 367364. Lot/batch #: 3061860. Bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and the issue of retraction failure was observed in 2 of the retention samples. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode retraction failure. Bd determined that the root cause of the indicated failure mode was attributed to an incorrectly sized bolt installed in the manufacturing process, contributing to damage that affects retraction. This bolt was replaced with the appropriate part. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set there was a retraction issue- did not retract (button will not engage). Tha following was reported by the initial reporter. Customer problem: customer reports between 8-10 incidents reported were needles didn't retract . Steps taken with customer/troubleshooting: additional information about the incidents was requested.. Did the specimen(s) need to be recollected? No. Did exposure to blood/ bf occur? No, however there is a risk for blood exposure. If exposure occurred was there any post exposure testing or medical intervention? No. Ecri report for needle not retracting correctly. Lot#: 3061860.